Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced event of insulin flow block in the tubing on (B)(6) 2024. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.